Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a high reading issue was reported with the adc device. It was reported that the sensor was "placed on forearm correctly" (please note that sensor is instructed to be placed on back of upper arm) and provided a reading that was "over 100 [mg/dl]" higher than capillary result. The customer was contacted but did not provide any additional information. There was no report of adverse event or third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.